Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3k1226); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3k1226). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the device reload, the instrument experienced firing issues. The surgeon was able to pressed the green button successfully but unable to squeeze the handle, which prevented the instrument from firing. The same issue occurred with the second reload. As a result, the procedure required conversion to open surgery. The surgeon attempted to resolve the issue by changing both the handle and the reload.